Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected from the patients remote monitoring device indicating that the implantable cardioverter defibrillator (ICD) was deactivated and the mode was changed to monitor only. Attempts to obtain additional information was unsuccessful. The device remains in service. No adverse patient effects were reported.